Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-nov-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulator was to be completely removed but the neurosurgeon was only able to get the battery out leaving the leads in because they were hung due to placement of the leads. Patient inquired about the MRI compatibility. Patient previously had a full body scan mode on their remote when charged.